Event description:
The customer reported a speaker malfunction inop on the intellivue mx800 patient monitor and requested a quote for a replacement speaker. No information was provided whether sound was still coming from the device. No patient involvement.